Manufacturer narrative:
Since the implant remains in the patient, the devices could not be physically assessed. However, manufacturing data and radiographs were reviewed. Based on the available evidence, interference of the adjacent hardware prevented seating of the anchor in the initial surgery. Choicespine recommends locking of the implant cam component to mitigate the risk of anchor back out.

Event description:
The cam of the blackhawk ti implant did not lock during the initial surgery. The surgeon noticed 4 weeks post op that one of the blades had backed out of the bone. The x ray image indicated that a screw in an adjacent plate had prohibited the blades from being fully deployed and not allowing the cam to lock appropriately. On (B)(6) 2025 a revision surgery was performed to remove the screw from the adjacent cervical plate to enable the blade on the blackhawk ti implant to fully deploy and allow the cam to lock.